Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition of "rupture" could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A tier ii corrective and preventive action (CAPA), im-CAPA-(B)(4) was opened to investigate the root causes of the rupture condition. A batch review was conducted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report of one (1) infusor singleday 2ml/hr device in which the bladder reportedly ruptured during patient use. The device was filled with 5-fluorouracil. There was no report of medical intervention or patient injury. No additional information is available.